Event description:
Chair will randomly stop, shut down and will not turn back on per dealer.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.